Event description:
It was reported to philips that there was an intermittent geo-reset button issue, and a suspected faulty geo-module was replaced on a allura xper fd20/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the geo tilt module bipl. Kit wp, rebooted the system, and returned it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).